Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital for capacitor maintenance for their implantable cardioverter defibrillator. The capacitor maintenance triggered an unspecified over-sensing episode. The issue resolved itself once the maintenance was finished. Patient was stable after the event and will continue to be monitored.